Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients who were implanted with a neurostimulator (ins). It was reported that a patient was in several support groups on social media and most of the people in these groups complain about how the implant does not work and has to be removed. No further patient complications are anticipated or expected as a result of this event.